Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an ankle surgery, the suture of the osteoraptor anchor was broken. The procedure was successfully completed without delay using a smith and nephew back up device in the originally drilled bone hole. No patient complications were reported.

Event description:
It was reported that during use in an ankle surgery, the suture of the osteoraptor anchor was broken. The procedure was successfully completed without delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10, h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the sutures found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and a fractured blue/white suture was returned. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.